Event description:
As reported by our affiliates in the united kingdom, this was a case with a 23mm sapien 3 ultra resilia valve, in aortic position by transfemoral approach. During the procedure, the valve was implanted as intended, with an additional 2 ml of volume, and slightly higher as it was a functional bicuspid valve. However, the post-deployment aortogram revealed central aortic regurgitation, and the patient developed st-segment elevation and chest pain. A decision was made to implant a 26 mm sapien 3 ultra resilia valve, which was deployed as intended with 2 ml less than nominal volume. This resulted in trivial aortic regurgitation. However, echocardiography revealed a pericardial effusion, prompting pericardial drainage. The patient condition was closely monitored by the anesthesiologist. At this stage, the left main coronary artery was assessed to rule out sequestration or occlusion. The left main stem (lms) was found to be patent. Despite this, the patient continued to bleed, and imaging revealed annular/left ventricular outflow tract (lvot) rupture. Surgical backup was consulted but determined that the patient was not a candidate for surgical bailout. A second 26 mm sapien 3 ultra resilia valve was implanted at a deeper position to seal the rupture without success. Following this, the patient's systolic blood pressure dropped to 45 mmhg. Resuscitation was unsuccessful, and time of death was declared 25 minutes later. The cause of death was the rupture. The perceived root cause of the central regurgitation was the heavily calcified valve. The perceived root cause of the rupture was the use of prednisone, heavily calcified valve and frail patient.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05029. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The perceived root cause of the rupture was the use of prednisone, heavily calcified valve and frail patient. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.